Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The reporting person states that the hemodialysis catheter is too short and is not providing blood flow for dialysis. This required a catheter change due to this issue. The customer also stated the catheter does not lend itself to implant in the femoral vein, which is the common practice as most pts are in the ICU and clinical prevalence of coagulopathy is high.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.